Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the ht command es 300cm guide wire (gw) was removed from the package, the distal end of the gw was noted to be frayed. The gw was not used in the patient and another unspecified gw was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.

Event description:
Subsequent to the initially filed report, the following information was added: although the tip of the ht command es 300cm guide wire (gw) was reported to be frayed, it is unknown if the core remained intact. No additional information was provided.